Event description:
It was reported that the customer was taken by ambulance to the hosp due to hyperglycemia. The reported blood glucose reading was 422 mg/dl. It was also reported that the customer had received no delivery alarms on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently is it unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.